Manufacturer narrative:
Foreign: (B)(6) study: (B)(6). Information was received via a clinical study. Attempts were made to obtain additional information but were unsuccessful. Below are the results of the investigation: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Reference reports: 0001822565 - 2021 - 00786, 0001822565 - 2021 - 00788. Product information unknown.

Event description:
A journal article was retrieved from international orthopedics (2020) that reported a study from (B)(6) that looked at the influence of post-tka knee rom photographs on rehabilitation progress. The purpose of the study was to determine the effect of immediate postoperative knee range of motion (rom) photographs on improving rom after total knee arthroplasty (tka). The study reported one patient was lost to follow up due to peri-prosthetic joint infection.